Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the pump not recognizing an open door. The cause was identified to be a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump does not display channel sensors and does not recognize an open door. There was no patient involvement. No additional information is available.